Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia and diabetic ketoacidosis (dka) on an unknown date. The patient's blood glucose levels reached 1600 mg/dl while wearing the pod. Patient¿s spouse reported that the patient had experienced a coma as well. Details regarding symptoms and treatment were not reported. Patient¿s spouse stated they would take legal action and then refused to provide any further details to insulet.